Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-346a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the fiber cap also exhibits signs of a fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing exhibits melting at the open end; the glass cap has pushed forward in metal cap and is protruding. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fiber stopped working, excess light error" at 37 minutes and 360,864 joules of use. The procedure was completed with another fiber. Patient outcome: "no damages to the patient".